Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was clarified that the drain was not damaged. The drain portion of the device was discarded.

Manufacturer narrative:
Investigation-evaluation: cook was notified that the guidewire of a thal-quick chest tube set unraveled during placement of a thoracic drain. Upon removal of the guidewire from the drainage catheter, it remained "stuck" in the drain. The drain and guide were removed together. After extraction, the guidewire was noted to be unraveled. The drain was not damaged during the procedure. However, it was discarded after removal. A new drain was used to complete the procedure without any issue. As reported, the patient did not require any additional procedures or experience any adverse effects. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used wire guide was returned to cook for evaluation. Upon visual inspection, it was noted that the device was unraveled beginning 6 cm from the distal tip. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode a complaint history search indicated no other complaints have been reported for this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "instructions for use: with the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relieve resistance before proceeding. Note: it is important to advance the chest tube assembly into the pleural space in the same line as the wire guide. This will make introduction easier and avoid kinking of the wire guide. Note: the distal end of the chest tube inserter should not be advanced beyond the distal end of the wire guide." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event was traced to component failure unrelated to any manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that the guidewire of a thal-quick chest tube set unraveled during placement of a thoracic drain. Upon removal of the guidewire from the drainage catheter, it remained "stuck" in the drain. The drain and guide were removed together, and the drain was "seen as nude/unraveled". After extraction, the guidewire was noted to be unraveled. A new drain was used to complete the procedure without any issue. As reported, the patient did not require any additional procedures or experience any adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.